Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had would issues at the ipg site following the implant procedure. Surgical intervention was undertaken on (B)(6) 2022, where the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.